Event description:
Customer or nurse reports during a retrograde cystogram procedure on a male, they started to have problems with the fluoro intermittently shutting off during the procedure. The fluoro finally stopped working, and they brought in another table and c-arm to complete the procedure. Customer reported no injuries to the pt.

Manufacturer narrative:
Liebel flarsheim manufacturing report: field service engineer troubleshot the system and found that the integrated console would not boot up, and replaced it with a new integrated console. Fse verified system operation using service manual pn 710953, and hut installation, and service manual pn 4041004. Unit returned to full service by the customer.